Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emits smoke smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. Secondary findings: unknowns contaminate in water tank pil is unable to address the complaint or symptoms. This investigation was performed as outlined in (B)(4). 1. The external investigation of the device showed that there were no signs of contamination on the outside of the device. 2. The device was hooked up to the returned power supply and cord, and airflow was verified to be operating correctly. The error log showed zero instances of errors on the log. The care orchestrator data was unavailable for download. 3. The internal investigation showed an unknown contaminate in the water tank.

Manufacturer narrative:
This complaint is reviewed again and no MDR is needed this time.